Event description:
The customer reported that a pt image from a different surgical site (opposing arm) was found within the current pt image directory. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The hard drive was replaced and the system software was reloaded. The system was then found to be operating as intended.